Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the second open heart procedure scheduled to extract the remaining portion of the lead was performed unsuccessfully. As a result of the procedure the patient expired. No additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shock therapy due to lead noise, and the leads were suspected to be loosened under x-ray. During the rv lead revision procedure, the physician could not extract the rv lead, and the procedure was postponed. The patient was stable. No further information is available.